Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that "when pressing charge and discharge, nothing appears to be happening." There was no adverse patient impact reported.